Manufacturer narrative:
H10. H6: the device, used in treatment, was not returned for evaluation. There was a relationship found between the device and the reported incident, as there are relevant images was submitted by the customer visual analysis of the customer photos showed evidence of blanching at the junction of the lip and the buccal mucosa. Without the relevant clinical information or the device, the information provided is insufficient to determine whether the patient¿s symptoms, signs or outcome are due to a pre-existing or concurrent medical or surgical condition or procedure, or to an adverse reaction to or experience with the device, one or more of its components, or its intended therapeutic action. Per subsequent e-mail, the surgeon reported he has begun shielding the buccal mucosa with gauze to mitigate any likelihood of a recurrence. Therefore, no further clinical/medical assessment is warranted at this time. Visual inspection and functional testing could not be performed since the device was not returned for evaluation; however, the complaint was confirmed as the submitted images provided sufficient evidence to confirm the complaint. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, during a tonsillectomy surgery, a burn took place in the patient's mouth. However, the burn was noticed after the procedure was completed. Blanching was observed at the junction of the lip and the buccal mucosa. Procedure was completed with the same device and no delays. The patient current status is good and the surgeon has begun shielding the buccal mucosa with gauze to mitigate any likelihood of recurrence.

Event description:
It was reported that, the wand caused a burn in the patient's mouth. There is no information regarding the procedure that was performed nor when the event occurred. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.